Event description:
The customer reported approximately 20 ml of clenz leaked from the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a tear in the tubing passing through pinch valve pv42 and proceeded to replace the normally closed (nc) tubing at pinch valve pv42, which supplies vacuum for probe wash, to resolve the leak. The fse then discovered that the instrument was generating low vacuum errors and replaced the low vacuum regulator (rg1) tubing to resolve the low vacuum errors which were unrelated to the leak. The fse then verified the repairs as per established procedures and results met published specifications. (B)(4).